Event description:
A malfunction alarm occurred during pumping, specifically alarm 20. There was no reported impact to the customer's blood glucose level beyond 500 mg/dl as the customer declined to answer. Cts assisted the customer in loading a new cartridge, but the cartridge alarm recurred, preventing resumption of insulin therapy, and the pump was not replaced because it was out of warranty.